Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had battery out limit alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer stated they did not receive a request to rewind pump. Customer not able to complete rewind. The device will be returned for analysis.